Event description:
Information was received indicating that this peripheral intravenous catheter broke off from the hub during removal. The catheter remained in the patient, and the patient underwent multiple imaging studies and an exploration surgical excision of the catheter, however the catheter was unable to be removed. No adverse patient effects were reported.